Event description:
It was reported that during a benign hysterectomy surgical procedure, that the system encountered repeated errors. The intuitive surgical inc. (Isi) technical support engineer (tse) verified that error 23017 occurred against the surgeon side console (ssc) 1 on the right master tool manipulator (mtmr). The tse recommended the customer move to ssc 2 to continue since the error was very frequent. The customer continued the procedure with ssc 2. There were no reports of patient injury.

Manufacturer narrative:
An intuitive surgical inc. (Isi) field service engineer (fse) replaced the suspected master tool manipulator (mtm) to resolve the issue. Isi has received the mtm; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the master tool manipulator (mtm) to perform failure analysis. The master tool manipulator (mtm) was analyzed. The reported failure was unable to be reproduced but could be confirmed as having occurred via field error logs review. Visual inspection was performed. The arm was installed onto the test system and powered up. A sine cycle and a test drive were performed without any issues. Other tests were also passed.